Manufacturer narrative:
The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an implant was pressing on the ID nerve and caused numbness of a pt's lip. As a result, the implant was removed approx one month after placement. The pt reported that the symptoms were still present approx five months after the event.